Manufacturer narrative:
The reported test strips were returned and investigated with a retained meter. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. In addition, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
A caller (customer¿s wife) reported that the customer was receiving an error-3 message on his adc blood glucose meter. On (B)(6) 2017 the customer was unable to test due to the error-3 message and called paramedics. Paramedics tested the customer on their meter with a result of 500 mg/dl, and transported the customer to a hospital. The customer was hospitalized from (B)(6) 2017, and treated with insulin, in addition to oxygen and unspecified heart medication. The caller did not know what diagnoses her husband received or what other medications were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer¿s wife) reported that the customer was receiving an error-3 message on his adc blood glucose meter. On (B)(6) 2017 the customer was unable to test due to the error-3 message and called paramedics. Paramedics tested the customer on their meter with a result of 500 mg/dl, and transported the customer to a hospital. The customer was hospitalized from (B)(6) 2017, and treated with insulin, in addition to oxygen and unspecified heart medication. The caller did not know what diagnoses her husband received or what other medications were provided. There was no report of death or permanent injury associated with this event.